Event description:
During the cesarean the doctor was closing the facial layer when she felt a pop and saw that the foley balloon had deflated with a tear in it. The patient required a cystoscopy in the operating room. FDA safety report ID# (B)(4).